Event description:
It was reported that cgm error occurred during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions to fully reset pump, completed pump reset with guidance, confirmed error did not recur, and successfully started new sensor session.